Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that the patient tracker would not turn green in the electromagnetic localization box. The screen also said that port 3 was faulted, a new tracker was used and the procedure continued without any issues. There was no impact on patient outcome and the issue caused no delay. Additional information was received. It was reported that the likely cause was a bad instrument as it did not work in any of the ports. Additional information was received. All 6 ports were tried and each one failed and would not turn green. A new patient tracker was opened and it worked immediately, and in all 6 ports.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.